Event description:
A hemodialysis user facility has reported that a blood leak was detected during treatment. A new system was strung and treatment was completed. The estimated blood loss was 100-200ml. There was no other reported pt ill effect. There is no sample available for evaluation.